Event description:
It was reported to philips that the device gave an alert indicating that stand movements were partly available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the customer was performing a planned vascular diagnosis procedure which was completed as planned by restarting the system. It was reported that the stand movements partly available alert. Upon troubleshooting, philips field service engineer (fse) visited onsite and found the safety system was activated due to with the c-arm collided with the monitor column. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.